Event description:
It was reported the patient experienced overdose symptoms and was in the emergency department (ed). The physician did not know the exact dose the patient was getting but believed she was receiving fentanyl from the pump and also had a personal therapy manager (ptm) to deliver boluses. The physician believed the dose was adjusted between a couple of days before this report to perhaps a couple of weeks before this report. It was later reported that the patient had recently had heart surgery and was given hydrocodone-acetaminophen 10/325 for post-operative pain. On (B)(6) 2015, the patient started having trouble breathing and asked her husband to get her inhaler. Her husband went to the car to get her inhaler, and when he returned about two minutes later, the patient was passed out. Her husband called 911 and the patient was taken via ambulance to the hospital. The patient was kept and the possibility of overmedication was discussed. However, her husband was the one who distributed her medication, and he hadn¿t given her any more than what w as prescribed that day; only nine hydrocodone-acetaminophen were taken in three days. She had also never taken her ambien twice daily. A drug screen was performed and came back positive for carisoprodol, opiates and oxycodone. This was consistent and was being sent off to a reference laboratory. Those results were negative. The patient¿s pump was turned down to minimum rate and her personal therapy manager (ptm) was deactivated on (B)(6) 2015 at 19:00. The patient was then stable. The physician ¿mentioned vasovagal.¿ a till-test was to be ordered as soon as possible with a diagnosis of orthostatic hypertension. The physician explained to the patient that ¿another theory was that her neck fusion worked and her body no longer required as much medication to help the pain.¿ the patient was discharged on (B)(6) 2015. The patient was given a prescription for hydrocodone-acetaminophen 10/325mg four times daily. They also planned to take over writing the patient¿s sleep medication. Her ambien was discontinued and she was started on sonata 10mg nightly. The patient was instructed to only take hydrocodone-acetaminophen as needed. The patient was doing fine on minimum rate mode and the hydrocodone-acetaminophen. The physician was going to fill the pump with just saline. The patient was going to return in two weeks for re-evaluation. The patient recovered without permanent impairment. It was confirmed the type of medication being delivered via the device system was fentanyl and bupivicaine. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).